Event description:
The dental implant fx3610swc was removed on (B)(6) 2017 due to failure to osseointegrate 3 months after implantation. The doctor indicated that infection caused the implant removal. The patient has medical history as a diabetic and requires additional surgical intervention.